Event description:
While inspecting a returned olympus evis exera iii xenon light source loaner device, an e200 error code was noted. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted an e200 scope communication error was discovered. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide a correction and additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of error e200 could not be determined. Olympus will continue to monitor field performance for this device.